Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and an increase in impedance measurements. Boston scientific technical services (ts) was consulted and recommended further testing to determine the cause of the reported allegations. Additional information was received that impedance measurements were noted high, but still within range. Also, besides the initial reported allegations, undersensing and high capture thresholds were also observed. Further information confirmed a lead revision was performed and this lead was noted to be dislodged due to twiddlers syndrome. The lead was attempted to be explanted, however, it had fibrosed tissue adhered to the area. Therefore, the lead was capped and surgically abandoned. It is planned to perform a lead extraction in the near future. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and an increase in impedance measurements. Boston scientific technical services (ts) was consulted and recommended further testing to determine the cause of the reported allegations. Additional information was received that impedance measurements were noted high, but still within range. Also, besides the initial reported allegations, undersensing and high capture thresholds were also observed. No adverse patient effects were reported. Further information confirmed a lead revision was performed and this lead was noted to be dislodged due to twiddlers syndrome. The lead was attempted to be explanted, however, it had fibrosed tissue adhered to the area. Therefore, the lead was capped and surgically abandoned. It is planned to perform a lead extraction in the near future. Further information was received that this lead has been explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and an increase in impedance measurements. Boston scientific technical services (ts) was consulted and recommended further testing to determine the cause of the reported allegations. Additional information was received that impedance measurements were noted high, but still within range. Also, besides the initial reported allegations, undersensing and high capture thresholds were also observed. No adverse patient effects were reported. Further information confirmed a lead revision was performed and this lead was noted to be dislodged due to twiddlers syndrome. The lead was attempted to be explanted, however, it had fibrosed tissue adhered to the area. Therefore, the lead was capped and surgically abandoned. It is planned to perform a lead extraction in the near future. Further information was received that this lead has been explanted. No additional adverse patient effects were reported.